Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Microscopic inspection of the lead found a cam impression consistent with the use of a swift-lock anchor and a kink on the outer tubing where all the internal wires were broken. The root cause of the fractures is consistent with the report that the patient started doing exercises at the back school. Some forms of strenuous exercise such as bending, twisting, stretching, extension of the upper torso or neck and lifting objects, may cause lead movement.